Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. A potential contributing factor of a corneal burn is surgical technique. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an ophthalmic operating handpiece was ineffective and exhibited lack of aspiration during surgery. The patient experienced corneal burn at incision site when the ophthalmic phaco tip was pulled out. They needed to suture the wound. The patient was scheduled for a follow up and appointment to take the sutures away. Additional information requested and received that the procedure type was phaco cataract. The surgery was completed after replacing the phaco tip.